Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6947 lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and the lead appeared damaged at implant. (B)(4): the ful lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. During the implant, the helix on a new attempted right ventricular (rv) lead would not retract. The rv lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.